Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was having difficulties priming. Customer reported that numbers did not come up and insulin was squirting from insulin pump during manual prime. Customer's blood glucose was 234 mg/dl. Customer reported to be stuck in the "preparing to prime" loop. During troubleshooting, customer stated that insulin continued to drip after letting go of the act button, numbers did not ramp up on display screen and motor did not slow down. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump primed properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.